Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Provided information states this instrument was part of a loaner kit. The provided date code (B)(4) indicates the instrument was manufactured in june of 2008 and is going on 7 years old. Previous investigations found design is attributed to the handles cracking; (B)(4) was implemented on (B)(4) 2008 to change the material from radel to aluminum. The returned device was made prior to these changes. (B)(4) was implemented on (B)(4) 2013 that further changed the material from aluminum to overmolded silicon. Further corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned instrument confirmed the cracked handle. Provided information states this instrument was part of a loaner kit. The provided date code j0608 indicates the instrument was manufactured in june of 2008 and is going on 7 years old. Previous investigations found design is attributed to the handles cracking; eco 256356 was implemented on january 3, 2008 to change the material from radel to aluminum. The returned device was made prior to these changes. Eco-416321 was implemented on (B)(6) 2013 that further changed the material from aluminum to overmoulded silicon. Further corrective action is not indicated. Continue to monitor via post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This investigation has been reopened because the product has been returned. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Handle has cracked. Item returned in loan kit. No other information given. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.